Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0988 showed one other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the catheter came off of the rotatable suture wing and the patient had pulled the catheter out of his/her body, leaving only the rotatable suture wing attached to the skin. The device was replaced and a new device was implanted via the femoral vein. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the rotatable suture wing separated from the catheter was inconclusive since the original sample was not returned for investigation. Instead, five unopened power-trialysis slim-cath kits were returned for investigation. The kits were received in an open case. Two kits were opened and no damage or defects were observed on the rotatable suture wing. The product IFU states, ¿the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures. A sterile, transparent, semi-permeable, dressing is used to cover the skin exit site.¿ since the damaged catheter was not returned for investigation, the complaint was inconclusive. A lot history review (lhr) of rebq0988 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter came off of the rotatable suture wing and the patient had pulled the catheter out of his/her body, leaving only the rotatable suture wing attached to the skin. The device was replaced and a new device was implanted via the femoral vein. No patient harm reported.